Event description:
This report is being filed as the clip jumped open while locked. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4. One mitraclip was implanted without any issues reported. Following an nt mitraclip advanced. While establishing final arm angle (efaa) failure, the jumped clip opened to 180 degrees. The clip was closed down, and efaa was performed again, this time with satisfactory results. Deployment continued and the nt mitraclip was implanted without further issues. The mr was reduced to grade 1-2. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip was implanted and will not return for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) and difficult to open or close associated with clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).